Event description:
Customer reported abnormalities after specialist tests. Fse reported the collimator was out of alignment. No pt injury was reported. No pt was involved in this event.

Manufacturer narrative:
(B) (4) report - unintended radiation may have been emitted. A ge rep evaluated the system and adjusted the image intensifier for correct field of vision.